Event description:
It was reported that the front wheel fell off. The end user fell and fractured his pelvis.

Manufacturer narrative:
The incident involved a male in his (B) (6) or (B) (6). Height and weight are not known. The end user lives with his wive and has been using the rollator since (B) (6) 2007. He is on home oxygen. It was reported to the dme provider that the wheel had fallen off one month prior but had been replaced by the end user or his family. The wheel was then tightened by an employee of the (B) (4). Two weeks later, the (B) (4) was informed that the wheel had fallen off and as a result, the end user fell. When he did, he fractured his pelvis. He was in the hosp for a week. The sample was evaluated. The locking washer, meant to hold the wheel in place, was found to be missing. The (B) (4) did not know how long the washer had been missing. The threads in the main tube as well as the threads on the wheel bolt were rounded off. From the wear around the area, it appears that the wheel has fallen off more than the reported number of times. It appears the wheel may have been replaced without the locking washer. This would have caused instability of the wheel.